Manufacturer narrative:
The facility reported that while using a crosstex combo-tip evacuator, shards of plastic protruding from the tip caused the patient to bleed. The customer did not return the product for crosstex quality investigation. Limited information related to this complaint and the extent of the reported injuries was provided. The product was replaced with another combo-tip evacuator. Crosstex has not received any complaints similar to this event. This complaint will continue to be monitored in the crosstex complaint handling system.

Event description:
The facility reported that while using a crosstex combo-tip evacuator, shards of plastic protruding from the tip caused the patient to bleed.